Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. However, 30 retained samples underwent functional tests, all of which passed as they were able to be activated properly with no retraction failure or defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: retract slowly causing needlestick. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the needle did not fully retract causing needlestick injury on ring finger on her right-side hand. No other information provided. Reported verbatim: please provide details of the issue. The needlestick occurred after collection, correct? After performing the blood collection, the ee engaged the safety, and the needle retracted but not all the way. When the ee gathered all her supplies the exposed needle poke her on ring finger on her right-side hand. - did the specimen(s) need to be recollected? No - since exposure occurred due to the needlestick, was there any post exposure testing or medical intervention done? If so, were the testing results acceptable? Did the clinician need treatment? Exposure testing was completed in the ER department. Customer does not have access to her medical chart for results.

Event description:
It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the needle did not fully retract causing needlestick injury on ring finger on her right-side hand. No other information provided. Reported verbatim: please provide details of the issue. The needlestick occurred after collection, correct? After performing the blood collection, the ee engaged the safety, and the needle retracted but not all the way. When the ee gathered all her supplies the exposed needle poke her on ring finger on her right-side hand. - did the specimen(s) need to be recollected? No - since exposure occurred due to the needlestick, was there any post exposure testing or medical intervention done? If so, were the testing results acceptable? Did the clinician need treatment? Exposure testing was completed in the ER department. Customer does not have access to her medical chart for results.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.